Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive and single board computer (sbc) assembly were evaluated and replaced. The sys was tested and found to be working as intended and returned to service.